Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for an elevated (initially reported as low) white blood cell (wbc) count, which the patient feels was caused by her ¿bad cycler.¿ follow-up with the patient¿s pd registered nurse confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of lethargy and abdominal pain. A peritoneal effluent fluid culture (result no growth) and cell count (results negative) were collected, and the patient was admitted for further testing. Hematological studies revealed an elevated wbc count (leukocytosis), and the patient was treated with a broad-spectrum antibiotic (route, drug, dose, duration, frequency not provided). Despite being evaluated by the hospital¿s infectious disease team, the source of the leukocytosis could not be established. The patient¿s abdominal pain and lethargy resolved while the patient was admitted, and the patient was discharged on (B)(6) 2026 with an appointment to follow-up with infectious disease as an outpatient. The patient continued to undergo ccpd therapy while hospitalized and resumed ccpd therapy at home utilizing the replacement liberty select cycle. Despite the lack of causality, the pdrn stated the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of an unidentified infection, characterized by lethargy, abdominal pain, and leukocytosis, which required hospitalization and broad-spectrum antibiotic therapy. The etiology of the patient¿s infection is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were not caused by any fresenius device(s) and/or product(s) malfunction or deficiency. Chronic kidney disease is associated with an altered immune response, which leads to a high incidence of morbidity and predisposes patients to an increased risk of infections. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.